Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event/problem- additional/corrected information. D4: primary UDI number- additional information. D10: concomitant medical product name- corrected information. D10: medical product- corrected information. D10: therapy date- corrected information. H2: type of follow up- corrected information/additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available and a correction is required.

Event description:
It was reported that the readings froze. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).